Event description:
Incident as reported: "piece of gum dropped into the pt's body when 20 minutes had passed since the customer had inserted the device in question into the pt's body (epigastric region). However, it was retrieved from inside the pt's body. Also, the pt was not injured. The model name of forceps which was combined is unk. Aomori olympus checked the duckbill and the septum. As a result, we found that the septum was broken. We would like to know the following point. "#10 why was the septum broken."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.